Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus). A revision surgery was performed to add a second aus cuff. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.